Manufacturer narrative:
B5: the reporter indicated that a 13.2mm vticm5_13.2 implantable collamer lens of -5.50/2.0/176 (sphere/cylinder/axis) was implanted into the patient's left eye (os) on (B)(6)2023.on (B)(6) 2023 the lens was exchanged for a same length lens due to lens rotation not associated to a low vault. The exchanged resolved the problem. The reporter states the cause of this event is due to patient related factors. The reporter also states that the device did not fail to perform as intended. Claim # (B)(4).

Event description:
The reporter indicated that 13.2mm vticm5_13.2 implantable collamer lens of -5.50/2.0/176 (sphere/cylinder/axis) was implanted into the patients left eye (os) on (B)(6) 2023. Lens rotation 2x was observed, lens remains implanted. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
H6 - type of investigation - lens work order search: no similar complaint type events reported for units within the same lot. Claim#: (B)(4).